Manufacturer narrative:
(B)(4). The liberty cycler was not replaced under this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A patient's peritoneal dialysis registered nurse (pdrn) reported a patient was cultured and hospitalized with peritonitis on (B)(6) 2016. The patient's pdrn could not confirm how the patient became infected but stated the culture results showed the patient had staphylococcus epidermis. The pdrn indicated the type of peritonitis identified was likely due to technique failure during treatment. On (B)(6) 2016 the patient was discharged from the hospital. The patient was treated with vancomycin 2.5grams for three weeks, and cefepime 1 gram for 3 days. Patient medical records were requested.